Event description:
The customer reported via phone call that he had high blood glucose but not hospitalized. Customer's blood glucose was 473 mg/dl. The customer stated that he had no physical symptoms. Customer was treated with syringes. After the troubleshooting was done, the customer was advised that he had no delivery before he changed his set and battery was dead as well he changed it. The customer was advised to call the healthcare provider for insulin pump settings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.